Event description:
It was reported that the ventilator malfunctioned during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, review of the device's logs confirm occurrence of volume delivery restricted alarms. The issue was not reproduced during on-site visit. The device passed all performance tests and was returned to clinical use. No part was replaced. The provided device's logs confirm occurrence of the reported issue. The event log confirms occurrence of the clinical alarm 'volume delivery restricted' has been generated, as an indication of difficulties with ventilating the patient. Alarm will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. The volume delivery restricted alarm indicates that the targeted volume is not delivered due to the imposed restriction of the set upper pressure limit (-5 cm h2o). The alarm will lead to termination of the inspiratory breath and goes to expiration which may be perceived as stop of ventilation. The conclusion is that the difficulties may either be related to not optimal parameter settings of the device for the actual patient condition or an increased expiratory resistance, but there was no technical malfunction of the ventilator itself. As the source of the alarm activation is unknown, the cause of the reported issue has not been determined.